Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 299 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, and cracked reservoir tube lip.